Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible site or set occlusion, damage (physical or cosmetic), pump error 42(drive count error boundaries exceeded after movement), no delivery/occlusion alarm, exposed to magnetic field or MRI, occluded. The customer reported no adverse event. The event involved product(s) mmt-876a, mmt-1880, mmt-332a. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed. The customer was able to clear the error and complete the rewind process but the pump did not pass the displacement test. The customer reported insulin flow blocked alarm (past/resolved event). The issue was resolved. No harm requiring medical intervention was reported. No product return was required for mmt-876a. Mmt-1880 was requested and the customer response was the device will be returned. No product return was required for mmt-332a.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on 04/15/2024 at 07:06:16.000pm during basal. No motor alarms noted in the pump history or long trace files or during testing. Pump error 42 confirmed in the pump history/trace files on 04/14/2024 at 16:17:00.000. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Force sensor was measured and is within spec (22.8mv at zero offset). Pump was cut open to perform visual inspection and found moisture damage near the lcd screen (pcba 1) and dried insulin on the motor slide. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked end cap, cracked keypad overlay, cracked case battery tube side, cracked case, cracked battery tube threads, corroded battery tube, and label damage (faded/stained/peeling). Alleged insulin flow block alarms not confirmed during testing. Alleged pump error 42 confirmed in the pump history files on 14-apr-2024 due to dried insulin on motor slide. Exposed to magnetic field not confirmed during testing. Exposed to moisture confirmed near the lcd screen (pcba 1). Alleged cosmetic damage confirmed where cracked case battery tube side, cracked case, and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.